Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient was diagnosed with a skin infection at the urgent care. The patient's blood glucose (bg) values reached over 300 mg/dl. For treatment, the patient was prescribed antibiotic pills and cream. The dosages were sulfamethoxazole at 800/160 mg tablets to take 3 a day for 10 days and clindamycin at 300 mg capsules to take 3 a day for 10 days. The patient was given a ointment called mupirocin 2% at 22 mg to use 3 times a day. The pod was worn longer than 48 hours on the abdomen. No further details to report.